Event description:
The patient was found at home deceased by local emergency medical services (ems). He had a left ventricular assist device (vad) placed in early 2017. The patient's neighbors heard his vad alarms sounding that morning and called local ems. A post-mortem examination was performed. Thrombus found on the inflow cannula of the vad. His implantable cardioverter defibrillator (ICD) was interrogated and showed multiple ICD shocks for ventricular fibrillation beginning the morning of the event in late 2019. The vad log files were sent to abbott for review. Vad was functioning appropriately until low flow alarms began two days later. Vad was operating until manually shut off by ems (with instructions from vad team).